Manufacturer narrative:
One used list #mc330716, 102" (259 cm) appx 8.3 ml ext set bifuse pur standardbore/smallbore w/clave¿ clear, spiros¿ w/red cap, dual check valve, 1.2 micron filter, luer lock; lot #unknown. One used list #unknown, quadfuse; lot #unknown. The filter on the returned set was wetted out with prior infusate. The set was leak tested per product specifications. There was leakage from the filter vent. The reported complaint of leakage can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. A device history record review could not be conducted because no lot number was identified. Additional contact information: (B)(6). Additional contact information (B)(6).

Event description:
This emdr reflects the fourth used sample failure for the original complaint that was reported for only one occurrence.